Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bbl¿ sensi-disc¿ fosfomycin -200 g missing label information was observed by the laboratory personnel. The customer stated there was no patient impact. The following information was provided by the initial reporter: "declaration of glucose-6-phosphat is missing in IFU."

Event description:
It was reported that while using bd bbl¿ sensi-disc¿ fosfomycin -200 g missing label information was observed by the laboratory personnel. The customer stated there was no patient impact. The following information was provided by the initial reporter: "declaration of glucose-6-phosphat is missing in IFU. "

Manufacturer narrative:
H6: investigation summary: a complaint investigation due to missing "glucose-6-phosphate" wording on product fosfomycin 200 was performed. Evaluation of returned goods and retention samples is not required since this customer claim is related to documentation in product insert. The investigation required to evaluate product insert for fosfomycin 200 products. It was observed that product insert does not include the wording of glucose-6-phosphate". Labeling design group was contacted for insert revision. No additional corrective action is required. Compliant is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The investigation required to evaluate IFU. IFU evaluated and it was observed that wording "glucose-6-phosphate" was not referenced.